Event description:
It was reported that per sample evaluation findings, the arctic sun device comes with a red warning screen, which was not allow them to proceed to the next page. Found the I/o circuit board & power circuit board faulty during troubleshooting. Chiller pump shorted which cause failure to the isolation and power circuit cards. Issue came back again once the chiller kick in. Confirmed the issue related to the chiller. Observed oil leak on compressor welded seam. Unit failed initial calibration and was found the new chiller replacement had a obf, faulty solenoid valve.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as chiller failure. The device was evaluated upon receipt. It was confirmed that there was an oil leak on compressor welded seam. Unit failed initial calibration and was found the new chiller replacement had a obf, faulty solenoid valve. Replaced the chiller with another new chiller. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.